Event description:
The customer reported erroneous prostate-specific antigen (psa) results, for several patients, and failed quality control (qc) and calibrations involving the unicel dxi 800 access immunoassay system. The customer discontinued analyzing patient samples after qc and calibrations failed. The erroneous results did not correlate with the patients' clinical histories. The customer could not confirm the number of patients involved or the number of erroneous results. The erroneous results were not released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer performed probe maintenance on (B)(6) 2012 and requested service. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the fittings for the dispense probes were broken and replaced all three fittings for the dispense probes. The fse proactively replaced the peristaltic pump tubing and performed thermal hardware modification. Service activity performed was verified per established procedures. The unit conformed to the manufacturer's published performance specifications.